Event description:
Hamilton medical ag received the following incident description:failing calibration of the o2 cell.

Manufacturer narrative:
Test mode process for calibration was performed. O2 cell was found defective and replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.

Manufacturer narrative:
Test mode process for calibration was performed. O2 cell was found defective and replaced. Ional information added in follow-up #1 (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. The issue occurred during preparation of the device (calibration) for ventilation of a patient. Nevertheless, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be a defective o2 cell. After replacing the o2 cell and the o2 cell calibration performed, the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the o2 cell could result in inadequate ventilation support. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
Hamilton medical ag received the following incident description:failing calibration of the o2 cell.

Manufacturer narrative:
Test mode process for calibration was performed. O2 cell was found defective and replaced.

Event description:
Hamilton medical ag received the following incident description:failing calibration of the o2 cell.